Event description:
The customer reported following a reboot the system failed to display an image. This situation and additional error messages found within the error logs were attributed to arcing within the xray tube. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated was during the service call. The system was tested and found to be working as intended and put back into service.